Manufacturer narrative:
Mml#: (B)(4). Other device explanted. Model: 8145, description: reactiv8 implantable stimulation leads, serial numbers: (B)(6), UDI #s: (B)(4).

Event description:
The patient requested explantation of the device due to pain at the battery site. The implanting physician suspected that the implantable pulse generator (ipg) may have moved medially because to patient is thin and reportedly bumped the ipg site on doors and chairs. Unrelated to the ipg site pain, the patient reported never responding to the therapy. The device was explanted without complications. There was no report of patient harm or injury. No allegation of a device malfunction.

Manufacturer narrative:
Mml# (B)(6). Other device explanted: model: 8145. Description: reactiv8 implantable stimulation lead. Serial numbers: (B)(6). UDI #s: (B)(4). The ipg and leads assemblies were received for analysis. There was no allegation against the functionality of the ipg. The ipg passed functional testing and performs properly. Visual inspection observed no damages or anomalies with the received ipg. There was no allegation against the functionality of the leads. Both leads were received cut into two segments. The leads were cut into two segments during explant. No other damages or anomalies were observed throughout both leads. Functional testing could not be performed due to both leads being received cut into two segments.

Event description:
The patient requested explantation of the device due to pain at the battery site. The implanting physician suspected that the implantable pulse generator (ipg) may have moved medially because the patient is thin and reportedly bumped the ipg site on doors and chairs. Unrelated to the ipg site pain, the patient reported never responding to the therapy. The device was explanted without complications. There was no report of patient harm or injury. No allegation of a device malfunction.